Event description:
An aus device was implanted on 4/23/93. The cuff was removed on 10/20/95. A cuff was implanted on 7/2/96. The entire device was removed from the pt and replaced on 7/23/97 because the pump wasn't working.